Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following article was reviewed by gore: "renal stent complications and impact on renal function after standard fenestrated endovascular aneurysm repair." Authors: celine deslarzes-dubuis, kenneth tran, benjamin d. Colvard, jason t. Lee, annals of vascular surgery, volume 72, 2021, pages 106-113. A 60 total of gore® viabahn® vbx balloon expandable endoprosthesis (vbx) and 133 icast devices were utilized as bridging stents. 17 total renal stent-related complications were reported including stent occlusions (n=4), stenosis (n=9), dislocation (n=3), and endoleak (n=1). All stent complications underwent reintervention with a technical success of 94.2%. Patients with occlusion were treated the day of diagnosis with a mean time from diagnosis to reintervention of 21.5 days. The study concludes with stating that: "fevar is a durable option for the treatment of juxtarenal aortic aneurysms and is associated with excellent secondary patency. Renal stent complications have no significant impact on renal function, but smaller native renal arteries are at higher risk of stent-graft complications." This report is covering the allegations of occlusion (4) and stenosis (9) with reported reintervention in the renal arteries of multiple patients (none of which have specifically identified a vbx device as the medical device associated with the allegation). Further information has been requested but has not been made available at this time.

Manufacturer narrative:
The following additional information was added: patient information a2 and a3 fields.